Event description:
Pt underwent a complex abdominal wall repair with the device 2 weeks after original surgery for bladder resection. Intraoperatively, the device tore at the suture point and was repaired.

Manufacturer narrative:
Method of eval: review of the device history record. Review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from this lot. Results of eval: review of the device history record revealed no deviations associated with the nature of this complaint. To date, 64 devices from this lot have been distributed, with two other clinical complaints reported to lifecell against the lot (one was evaluated as unrelated to the device, and the second one, malfunction that required to be repaired, was reported to FDA under MDR 1000306051-2009-00021). Lifecell reported this, as a malfunction that required to be repaired, with no serious injury related to the device.